Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they insulin pump had received an error in the motor was detected by reading unexpected value from hall sensor as well as failed battery alarm. Customer¿s blood glucose was unknown. Customer reported that they were unable to clear the alarm and not able to rewind the insulin pump. Customer has tried a replacement battery cap. Customer advised to insulin pump will need to be replaced and to discontinue use and revert to back up plan and treat per health care professional. Insulin pump will be returned for analysis.